Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The field service engineer (fse) was dispatched to customer site and confirmed the issue. The fse replaced the power switch overlay and the cable user interface to power management to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit was getting an alarm light emitting diode (led) error code 1105. The customer reported that the issue was found while the device was in clinical use; however, there was no patient or user harm.